Manufacturer narrative:
Title: comparison of surgical versus percutaneously created arteriovenous hemodialysis fistulas author: ghazi harika, alexandros mallios, mahmoud allouache journal: journal of vascular surgery year: 2021 vol/issue: 74(1) ref: 10.1016/j.jvs.2020.12.086. Age: average age. Sex: majority gender. Date of event: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a single-center retrospective comparative study to compare the results between percutaneous arteriovenous fistulas (pavfs) created with the ellipsys device. 107 patients underwent p-avf creation with the ellipsys system, and an equal number of patient¿s underwent surgical arteriovenous fistulas (s-avfs) creation. The primary endpoints included the maturation and patency rates. The secondary endpoints were reintervention, risk of infection, and the incidence of steal syndrome and aneurysm formation. The maturation rate at 6 weeks was higher for the pavfs. No significant differences were found between the p-avfs and elbow surgical arteriovenous fistula (e-avfs). No significant differences were found in the secondary patency rates at 12 (90% vs 91%) and 24 (88% vs 91%) months. At 12 months, the patients with a p-avf had required more secondary percutaneous interventions than had patients with an s-avf (41% vs 4%) but fewer open surgical interventions. At 24 months, the s-avf and p-avf groups had undergone a similar proportion of percutaneous interventions (42% vs 53%).however, the s-avf group had maintained the more frequent requirement for operative interventions (36% vs 17%). A comparison of p-avfs and e-avfs showed notable differences at 6 months in the requirement for percutaneous and surgical (12% vs 40%) interventions (including superficialization). At 24 months, the e-avfs had continued to require a greater rate of surgical revision (49% vs 18%). Wound healing issues and infections were higher for the s-avf group (9% vs 0.9%). One patient with a p-avf had experienced wound separation after superficialization. The authors concluded avfs created percutaneously with the ellipsys system had better maturation and patency rates similar to those of s-avfs constructed by an experienced vascular surgery group with excellent surgical outcomes. The ellipsys created p-avfs had a lower risk of infection, haidi, and aneurysm formation.